Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the main coil was still attached to the delivery wire. The reported coil separation cannot be confirmed based on the observed device analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during coil embolization of an aneurysm, it was difficult to transfer the third coil (subject device) into the microcatheter. As the physician was unable to move the coil forward, the coil and microcatheter were removed as one unit. The coil was observed to be ¿somewhat separated¿ from the delivery wire. There was no clinical consequences to the patient

Event description:
It was reported that during coil embolization of an aneurysm, it was difficult to transfer the third coil (subject device) into the microcatheter. As the physician was unable to move the coil forward, the coil and microcatheter were removed as one unit. The coil was observed to be ¿somewhat separated¿ from the delivery wire. There was no clinical consequences to the patient